Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm on an unknown date. It was reported that the patient returned approximately two (2) years post initial implant with evidence of a stenosis at the distal bifurcation of the aorta. A re-intervention was completed on the same date to treat the stenosis. No further information has been provided at this time. Additional information has been requested. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot could not be completed as the lot number was not provided. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Subsequent to the initial report, additional information was provided that in addition to the stenosis, during the routine follow-up, bi-lateral limb movement was identified. A 100mm limb extension was implanted in each limb.